Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
"Perfusionist found flow to be low even though rpm's stayed constant. Suspected clotting as possible cause. Moved circuit to hand crank and established better flow. Perfusionist was moving back to pump when patient expired. Customer does not feel rotaflow contributed to patients death. Customer not reporting to authorities. No incident reported. Patient was very sick with multiple issues. Customer requested a routine check out as a precaution. Tested unit with circuit. Performed functional and safety tests. Unit functions according to factory specifications. Returned to service and cleared for clinical use." Internal reference: #122701 customer reference: cp-cpl-2016-000595